Manufacturer narrative:
Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported a potential erroneous result being reported out of the lab for hemoglobin a1c (hba1c) on a patient sample with the g8 instrument. The customer reported that the patient result presented with an hb variant flag. The customer reported that the hba1c result obtained was 4.7% (reference range 3.8 - 6.0 %). The tosoh technical support specialist reviewed the chromatogram provided and advised the customer that the patient result was not reportable because of an abnormally high peak percentage. The customer was advised to send the subject patient sample out to a reference lab for further analysis. The customer was to notify the physician that the first patient result may not be correct. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Device evaluation by manufacturer: on 06-feb-2018 a tosoh technical support specialist (tss) followed-up with the customer and confirmed that the original hba1c patient result of 4.7% was not reported out of the lab based on the initial advice of the tss during the initial call into tosoh technical support. The sample in question was sent to a reference lab for confirmation; however, the customer could not remember the patient information in order to provide the results of the analysis. The customer reported that there was no change in patient treatment as a result of this event. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 13-nov-2016 through 13-dec-2017. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 3, assay operations, states that the tosoh automated glycohemoglobin analyzer hlc-723g8 variant analysis mode can separate the major variant hemoglobins (hbd, hbs and hbc). But some hemoglobin variants such as hbe cannot be separated and it may interfere with the assay. The chromatogram pattern for hemoglobin variants differs from that of a normal sample. Chapter 6, troubleshooting, section 6.4-abnormal chromatograms states that chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. The most likely cause of the reported event is attributed to an identified hgb variant for the patient in question that is known to interfere with the g8 hplc methodology.

Event description:
N/a